Event description:
It was reported that, while the device was running the volume test, it started to alarm with the red screen 41541. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: product received date 9/24/2024. H3: one device was returned for repair. There was no relevant service history. Review of event log found error code 41541. Visual and functional testing was performed and was unable to confirm replicate complaint. Updated software and device passed all tests after repair.